Event description:
A field service engineer (fse) contacted beckman coulter, inc. (Bec) on behalf of the customer to report erratic results for carcinoembryonic antigen (cea) for quality control (qc) and survey samples assayed with access® cea reagent on a unicel dxi 800 access immunoassay system. No patient samples were assayed at the time of the event. There was no impact to patient treatment. The fse reported that erratic cea results for qc and survey samples were obtained (precision >= 12%). The results recovered outside of the published cea assay precision claims.

Manufacturer narrative:
The fse replaced several hardware components on the analyzer. The fse verified analyzer performance by completing a precision analysis across all four reagent pipettors. All cea results obtained recovered within the published cea assay precision claims. The fse recalibrated the assays on the analyzer and ran quality controls to verify analyzer performance. Qc results recovered within the laboratory's established ranges.